Manufacturer narrative:
Unit passed displacement test and self test. All audio tones were heard during the self test properly. Adjusted the audio options audio volume 1-5 and each setting functioned properly. No unexpected audio or vibration anomalies noted. However, hardware low level failures alarm confirmed in pump history due to broken trace on u1 keypad assembly. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the insulin pump had audio anomaly. The customer's blood glucose level was 10.7 mol/l. The customer stated that the insulin pump had audio issue. The customer stated that insulin pump had hardware low level failure during self test. Self test was ok. Insulin pump will be returned for analysis.